Event description:
A medtronic representative reported the fusion ent software was not responsive and received a connection error. There was no impact on patient outcome reported.

Manufacturer narrative:
After the medtronic ent rep. Rebooted system, it functioned properly. No impact on patient reported.